Event description:
It was reported that the patient with this sling advance device experienced recurring incontinence. The physician suspected that it was caused by the sling slipping in early post-operation days. A surgical procedure was performed to implant a new artificial urinary sphincter (aus). No additional information was reported.